Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls were within acceptable ranges at the time of the event. A sodium hydroxide clean was performed on reagent probe 1 and the instrument was also aligned. Then, the ccc specialist ran service methods tests and the sample probe align test recovered outside of specifications. A siemens customer service engineer (cse) arrived onsite and visually inspected all probes. The cse found that the reagent 1 probe was drifting when traveling down into drain, and adjusted accordingly. The cse also visually inspected boc (bottom or cuvette) positions for all probes and found both reagent 1 and reagent 2 probes were off. The cse reset all boc positions and ran an align procedure in diagnostics, which recovered acceptably. Autocheck was also run and passed. Then, qc (quality controls) and a precision study for vanc were processed and both passed. Siemens further investigated the issue and determined calibration was within conformance. Quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. The cause of the discordant, falsely depressed vanc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated twice on the same instrument, generating higher results. The repeat result of 17.8 ug/ml was reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc results.